Event description:
The customer reported that "cannula placement was lost." The customer's blood glucose was at 381 mg/dl, so the customer gave himself a 12.75 u bolus. During the bolus, insulin was leaking from the cannula. The pod was worn between 1 and 4 hours.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.